Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
In the literature search "use of the guidewire for repositioning displaced spinal catheter during lumboperitoneal shunt placement" published surg neurol int. 2016; 7: 63. Published online 2016 jun 6. Doi: 10.4103/2152-7806.183486, it was reported that the peritoneal catheter of a unknown hakim valve was displaced and then repositioned using a guidewire technique. There is no patient specific information available. Per the abstract: "during lumboperitoneal shunt operation, we may inadvertently pull and displace the spinal catheter after the catheter placement into the spinal canal. The authors introduce an easy and efficient technique for repositioning a prolapsed catheter into correct place." This "rescue wire technique" is useful for repositioning of the displaced catheter into the spinal canal. At the time of complaint entry no device specific information, i.e. Catalogue/lot number, is available.